Event description:
The patient reportedly observed that a decrease in performance. In 2004, the patient was seen at the center for evaluation. Testing performed revealed out of range impedance measurements on two electrodes. Further testing performed confirmed that the device was functional, although fluctuating impedances were noted on three electrodes. Programming adjustments were made. One month later, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's c1 device was not fully functional.